Event description:
It was reported that during a gastrojejunostomy procedure, the device was fired (gastrojejunal anastomosis) and surgeon noted something didn¿t feel right. Surgeon removed device and distal half of staple line fell apart. There were a handful of staples just lying on tissue (staples were never bent or closed). The assisting surgeon gave staples to nurse. Surgeon said three centimeters of staple line did not fire at all. Nurse reports area was clamped and over sewed to complete case. A second device was used on another area of tissue but not to re-anastomose. Nurse reported no noted bleeding, no blood products given, and a delay of approximately 30 minutes to procedure.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with two reloads present. The reloads were returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. In addition, 22 sterile reloads were received in good visual condition. Two cartridges were opened and tested for functionality with a test instrument and both fired without any difficulties, the staples were note to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.